Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant. (B)(4). Fastak suture anchors only: stopping and restarting the drill may result in excess torque being applied to the implant, which may cause the device to fail. Fastak and fibertak suture anchors only: it is important to stop drilling as soon as the chuck contacts the guide or grasper. Failure to do so may result in damage to the suture and/or implant. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter.

Event description:
On 09/03/2025, a sales representative reported via email that an ar-3636 knotless 1.8 fibertak soft anchor failed to set properly because the blue repair suture was pulled out without resistance. While the surgeon was setting the anchor, the blue suture detached easily and was subsequently removed. The procedure was completed using alternative anchors. This was discovered during a shoulder labral repair procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 09/09/2025: the anchor was removed due to an issue that occurred when the repair stitch pulled out during proper anchor placement. To complete the case, an ar-1938bc knotless biocomposite suturetak anchor was used. A 1.8 mm drill with a guide was utilized for insertion, and the bone quality was deemed sufficient. The procedure was completed without delay, no additional anesthesia was administered, and no adverse effects were reported. No photos were taken to document the issue.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.